Manufacturer narrative:
Currently, it is unknown whether or not, the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that, the customer was hospitalized due to high blood glucose and treated for diabetes ketoacidosis. In the alarm history of the insulin pump, the customer received a no delivery alarm after performing a set change to correct high blood glucose prior to hospitalization. No further information was provided.